Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low phenytoin (phy) and valproic acid (vpa) results of <0.1 ug/ml generated by unicel dxc 600i synchron access clinical system. The results were reported out of the laboratory, and the physician questioned the results. The lab checked the sample and found a fibrin clot. Subsequent testing after removal of fibrin produced higher results and the results were amended to 11.8 ug/ml for phy and 21.5 ug/ml for vpa.

Manufacturer narrative:
Qc prior to and after the event was within the established ranges. The customer questioned why the obstruction detection feature did not flag the sample. A bci field service engineer (fse) checked the obstruction detection hardware and confirmed it was operating to the specifications. The fse explained to the customer that the obstruction detection feature is designed to detect total blockage, but may not detect partial blockage. Bci labeling gives instructions that the samples with less than the analytical ranges should be confirmed by dilution. The root cause for this event was fibrin in the sample.